Event description:
During an endometrial ablation, the physician noticed a 2 mm piece of wire in the uterus, the uterus was flushed with copious amounts of irrigation, the wire was no longer observed in the uterus.there was no visible damage. Device is single use.health professional impression: it was broken wire.